Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. In recent follow up, the patient was using therapy and reported effective therapy. Device is still implanted in patient.

Event description:
It was reported to nevro that the patient developed wound dehiscence at the ipg incision site. The patient was provided antibiotics and received treatment from wound care center. There have been no reports of further complications regarding this event. The patient had recovered and currently reported effective pain relief.